Manufacturer narrative:
(B)(4); upon receipt at our post market quality assurance laboratory, analysis confirmed given allegation as this programmer (prm) booted up to black screen without backlight or light emitting diode (led) turned on. Part of the internal circuitry was burned up and shorted out and the strip chart recorder (scr) had a lower plastic mount that was broken off. These damaged parts of the prm were replaced and then it passed all incoming tests. The device manufacture date for this product is june 25, 2010.

Event description:
Boston scientific received information that this programmer (prm) was caught on fire during the case. The prm screen went black, there was a spark and smoke started to come out of it. The smoke had stopped only after the field representative had removed the prm from the outlet. There was no reported injury and disruption in the case. This programmer will be returned for analysis. No adverse patient effects were reported.